Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was no longer able to charge the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded and will not be returned.